Event description:
2003 - pt underwent staged breast reconst. With hx breast ca with right breast capsular contracture. 2003 - open wound of right breast with exposure of the implant. Operation - debridement with attempted closure of right breast. Cont on antibiotics. 2003 - operation repair of 5 cm. Complex breast wound. 2003 - explant right breast implant.